Event description:
It was reported to boston scientific corporation in 2008 that a rx ercp cannula tapered tip device was used during an endoscopic retrograde cholangiopancreatography procedure performed the same day. According to the complainant, the device was leaking contrast from the distal end of the catheter during the procedure. The physician completed the procedure with another rx ercp cannula tapered tip device. There were no patient complications reported as a result of the procedure. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed. The cause of the reported malfunction is undetermined.